Manufacturer narrative:
Ihealth labs, inc., customer service has followed up via telephone call to the customer/user on (B)(6) 2022. Per customer service (cs), the reported concern/issue has been solved. It was determined per the phone discussion that the test has resulted with a positive outcome after reading it at 2 hours. Cs has informed the customer/user that a false positive can show up after 15 minutes (as directly stated in the device/test kit IFU). Initial report suggested there were no medical intervention or treatment provided; however the current status of the patient is unknown unable to determine if the patient had followed the instructions for use as instructed, which led to the positive test results after having the test card sit for several hours. Customer/user claimed that the positive test result showed after two (2) hours. Ihealth IFU, as described in step 6: read result, as follows: results should not be read after 30 minutes (results shown at 2x magnification). Note: a false negative or false positive result may occur if the test result is read before 15 minutes or after 30 minutes. The reported concern is most likely attributed to user error (based on the narrative description), as the step by step instructions, as depicted in the IFU was not strictly followed. Cs has provided educational insights to customer/user on how to properly utilize our test kit(s) with information related to potential or probable false positive outcomes .

Event description:
Customer feedback: tread test card after "couple hours" showed positive.